Event description:
It was reported that the left ventricular (lv) lead was explanted due to high pacing thresholds and occasional noise and impedance >3000 ohms. Oversensing was also noted. A new lead was implanted. No additional adverse patient effects were reported.